Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose value was unknown. Has been treating with manual injections. It was stated that the buttons are hard to press and was not work. All of the buttons was not work. The troubleshooting was performed. The customer was advised to observe time clock for one minute to verify if time advances and the customer was unable to check because the insulin pump was not functioning. The customer was advised to discontinue use of the insulin pump and revert to backup plan and pump will need to be replaced. The insulin pump will be returned for analysis.